Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: wo packets of product code w8597 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: procedure: coronary artery bypass grafting. Procedure date: (B)(6) 2021. No patient impacted. The suture broke during proximal anastamosis. The next suture was used to complete the procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Event date? Procedure date? Procedure name? Device return status/ follow up?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during the procedure. No adverse patient consequences were reported. Additional information was requested.